Manufacturer narrative:
Patient weight: unknown, asked but not available. Ethnicity: unknown, asked but not available. Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2022 and (B)(6) 2023. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Health effect - impact code: 4644 - medication required- used to indicate the medical intervention and topical steroids. Health effect - clinical code: 4581- eye anatomy issue. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had cataract procedure and intraocular lens was implanted in the left eye. On day one post operative examination on (B)(6) 2022, patient complained of noticing halos since surgery which was worse around lights. The patient was advised to continue using prednisolone/gatifloxacin four times a day. On the second post operative visit on (B)(6) 2022, patient stated that the distance vision was not as clear as should be and there was "barrier" in the vision in the left eye. She was having light sensitivity. The assessment of the surgeon was that the eye was healing well. On the third post operative visit on (B)(6) 2022, patient stated that she sees halos around lights at night and the bright lights are bothersome. Patient felt something in the eye which does not irritate, however, was not sure how to describe it. The patient felt like the distance vision can be improved. Patient was advised to continue prednisolone/gatifloxacin twice a day until drops are finished. On further follow up on (B)(6) 2023, patient was seeing halos and starbursts around lights at night, and was sensitive to sunlight. Both eyes were extremely dry (the other eye still had natural cataract). Patient stated that she could sometimes feel the lens and feels pressure in the eye. The intraocular pressure was 22 mmhg. Patient saw a temporal crescent. The lens was then explanted and replaced with another lens of different model but of same cylindrical and spherical diopter. Lens was explanted from patient's operative eye due to extreme dysphotopsia. Post op explant patient had no pain or irritation and distance vision and glare improved. The next day patient reported that at night saw horizontal line coming from light and was advised to continue medication. No other information was provided.